Event description:
It was reported that after the cervical plate and six (6) screws were implanted at c5-c7 during an acdf procedure, the the top half of the locking mechanism on the plate sheared off. Fragment(s) of the device were left in the patient and the plate was not explanted, according to the report. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: product analysis : visually confirmed locking cap head was broken off from the threaded plate interface portion of the cap, and returned for analysis. Optical examination of the fracture surface reveals a fairly brittle fracture surface with no indication of fatigue and river lines indicative of overload. Sample testing was able to the replicate the failure mode by overtightening the locking cap. A comparison of the plate witness marks and locking cap found similarities between the replicated failure and the returned implant. The above observations are consistent with overtightening of the locking cap.